Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 6000 c (501) module - c501. The sample initially resulted with a sodium value of 114 mmol/l and automatically repeated with a value of 133 mmol/l. The sample initially resulted with a chloride value of 129.9 mmol/l and was repeated on (B)(6) 2017, resulting as 87.7 mmol/l. The initial chloride value was reported outside of the laboratory and was later amended. It was asked, but it is not known if an erroneous sodium result was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number was a12 and the chloride electrode lot number was m56. The electrode expiration dates were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes include air in the sample channel, current leakage coming from the waste, or an old and/or expired reference electrode.